Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed an infection at the battery site so the hcp decided to create a new battery site and replace the battery as the hcp was concerned the battery was contaminated. Add'l info has been requested, but was not available as of the date of this report.